Event description:
The reported application-specific integrated circuit (asic) latch-up condition was confirmed. Review of the data from the generator indicated that the pulse disabled byte was set to a value that does represent a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device implant. Application-specific integrated circuit (asic) latch-up condition resulted from the generator receiving an electrical transient during surgery. The electrical transient is the result of electromagnetic induction (emi) or electrostatic discharge (esd). The emi and/or esd causing the asic latch-up can be attributed to the use of electrosurgery in direct contact with the generator, electrosurgery in close vicinity to the generator or a major electrostatic discharge. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The data in the diagaccumconsumed memory locations revealed that 0.962% of the battery had been consumed. The results of bench diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Other than the noted error, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during a generator replacement surgery electrocautery had been used during the implant, and the new m103 sn (B)(4) generator had interrogated fine outside of the pocket, but once inside, it was interrogated several times and vbat<eos message had been observed each time. The generator was removed and the patient was implanted with another one. Using electrocautery on or near the generator can disable the unit. Teaching was provided to the implanting physician. The generator has been returned for analysis and is pending completion.

Manufacturer narrative:
.